Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of both the reported and observed issues was that the on/off switch, designator sw36, was physically damaged.  This led to intermittent on/off operation.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate a failure of the device to power on.  However, physio did observe that the device would power on by itself immediately after being connected to either an ac power source or if a battery was installed.  Physio then replaced the user interface pcb assembly to resolve the observed issue and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure to power on could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.